Event description:
Report received of air observed in the patient's line. No specific information was provided, but it was reported that the tubing set primed without difficulty, but when the pca infusion was initiated air was noted. The vial and tubing set were replaced with no further problems. There were no reported adverse patient effects. Multiple attempts were made to obtain further information, but no further information was provided.